Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 600 mg/dl due to issue with the infusion set not sticking. The customer stated that the infusion set was slipping out that caused him high blood glucose reading. Customer declined to troubleshoot for high readings. Customer was advised to monitor and call back if issue persists. A different tape kit will be sent for the customer to try. The product was not returned for analysis.